Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump received a failed self- test alarm. The blood glucose level was 150 mg/dl. The product will return for the analysis.

Manufacturer narrative:
Device received with missing segment, problem isolated to lcd board. Also, device received with constant rf pic failed self test alarm due to a faulty connector on the radio frequency board. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to rf pic failed self test.